Event description:
This rv lead was replaced during a change out due to high thresholds. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 47 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. In the course of the visual inspection the lead tip demonstrated calcified tissue residuals which may have contributed to the reported clinical observation. The fragment did not show any further peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.